Event description:
The customer reported that vasoseal was used following a ptca procedure. Arterial access was obtained after multiple attempts. The physician advanced the dilator beyond the black marker to the colored band. The dilator was retracted to black marker and the sheath was advanced. The wire and dilator were removed. Occlusive pressure could not be maintained. The sheath kinked and the procedure was aborted. Manual pressure was applied. A hematoma developed and continued to grow. The pt was taken to the or for repair of the profunda artery and the placement of two drains. Follow up the next day, the pt was stable.